Event description:
This is (B)(6) female pt underwent a total right hip arthroplasty under dr. (B)(6) here at (B)(6) hospital. A stryker rejuvenate modular stem and neck device were implanted. On (B)(6) 2012, stryker issues a voluntary recall of the stryker rejuvenate modular stem and neck.